Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented via merlin.net transmission; an alert for af episode was noted. Electrogram (egm) was not available to review for further investigation. No further information is available at this time.